Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a peeled dso seal and scratched lcd lens. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the pwa board. As a result, the pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device encountered system fault 46510 upon trying to boot. The event occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.